Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of failure to interrogate and error message during interrogation was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.